Event description:
It was reported that the patient experienced recurrent hypoglycemic events while wearing the Pod. The patient reported that glucose levels consistently dropped below 40 mg/dL overnight during sleep. The patient is hard of hearing and reported difficulty hearing low glucose alarms. The patient stated that several weeks prior, an overnight hypoglycemic event was so severe that he believed he may have lost consciousness and was concerned that he may have experienced a stroke; however, he confirmed that no medical event was diagnosed, no medical attention was sought, and he awoke on his own with subsequent improvement in glucose levels. Additional testing was reportedly planned to further evaluate the possibility of a stroke. To treat low glucose events, the patient reported drinking Coca-Cola. The patient had contacted his healthcare provider regarding insulin delivery settings but had not yet received recommendations. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.6.Hardware: iPhone18.3.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.